Event description:
The facility reports that the pump went into a failure during patient use. The pump was being used by a tpn patient and reportedly beeped failure during the middle of the night. The patient did not report which failure code had occurred. There was no adverse effect to the patient and the pump was swapped out, no medical intervention was needed. The facility was not able to provide any patient details or specific information regarding the therapy.